Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A physician reported that three knives were defective and were the cause of slab incision during separate surgeries. Alternate knives were obtained in order to complete each procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that there was no patient impact associated with this reported event.